Event description:
Pt reported the up arrow on her infusion device is not working. Pt stated the rubber is peeling off of the infusion device and now the up arrow button is not responding. Pt reported she noticed the issue this weekend when she was attempting to bolus. Pt stated her blood glucose was elevated around 400 mg/dl when she noticed the up arrow was not responding. Pt's normal blood glucose is 140 mg/dl. Pt reported she switched to her backup infusion device to treat herself and her blood glucose regulated back to normal. Pt stated she did 3 infusion site changes and changed her insulin cartridge before realizing the up arrow button was not responding. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for evaluation.